Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an osteotomy and sagittal split ramus osteotomy (ssro) (in the maxilla and the mandible) treat a jaw deformity. The drill bit broke while in use for making a burr hole. The procedure was completed with a replacement without surgical delay. It was confirmed by x-ray that no fragment had been left in the patient¿s body. This report is for one (1) 1.5mm dia drill bit w/6mm stop 13mm length f/90° screwdriver. This is report 1 of 1 for (B)(4).